Event description:
On 26th march 2026, it was reported by an arthrex employee via email that for an ar-8400cre, burr, round, clearcut¿, 8 flute, 4.0 mm x 13 cm, the spherical grinding head was shedding a large amount of chips. This was detected during a rotator cuff repair surgery on (B)(6) 2026. The procedure was completed successfully as another new ar-8400cre was used. All fragments were removed from the patient. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.